Event description:
Reportedly, the balloon separated from the trocar during inflation when the surgeon inflated the balloon with normal saline solution. The IFU instructs to inflate the balloon with air. The balloon was removed, and surgeon then had to suction the site and remove 200cc of fluid from the patient. The surgeon converted the procedure to open. Procedure: inguinal hernia repair.